Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The 9040.1 error is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that a 9040.1 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The failure occurred approximately twenty-nine hours after the start of cvvhd therapy. The machine¿s alarm light flashed red, and an audible alarm was heard. The monitor flickered before the system failure message appeared and the machine subsequently switched off. There were no other issues leading up to the alarm. Not all of the patient¿s blood could be returned; some remained in the lines/system. The patient experienced approximately 250 ml of blood loss due to the event. It was confirmed there was no patient injury due to the event, and no medical intervention was required. The treatment was successfully completed on a different machine. No repairs have been performed on the machine since the event. However, the machine passed a self-test the following day and was confirmed to be fully operational again. No sample was expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 9040.1 system error occurred during a patient¿s continuous veno-venous hemodialysis (cvvhd) therapy on a multifiltrate pro machine. The failure occurred approximately twenty-nine hours after the start of cvvhd therapy. The machine¿s alarm light flashed red, and an audible alarm was heard. The monitor flickered before the system failure message appeared and the machine subsequently switched off. There were no other issues leading up to the alarm. Not all of the patient¿s blood could be returned; some remained in the lines/system. The patient experienced approximately 250 ml of blood loss due to the event. It was confirmed there was no patient injury due to the event, and no medical intervention was required. The treatment was successfully completed on a different machine. No repairs have been performed on the machine since the event. However, the machine passed a self-test the following day and was confirmed to be fully operational again. No sample was expected to be returned for evaluation.